Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported failure to deploy the needles. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances related to this incident. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure in the common femoral artery. Reportedly, using fluoroscopy, several attempts were made to pull the needles inside the barrel, but all 4 needles got stuck at the entry to the barrel, even after rotation of the prostar device. A second prostar xl device was used to achieve hemostasis. A 6fr sheath was used for pre placement and an 18fr sheath was used post placement. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.